Event description:
It was reported that there was visible damage to the patient's driveline sheath with wires exposed. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding patient information and additional event details, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately one month later, the patient dropped the controller, and the driveline became disconnected from the controller. It was noted that there was damage to the driveline connector. The driveline did not stay engaged and the patient used tape and super glue to keep it from disconnecting. Servicing on the driveline was anticipated. The controller remains in use.

Manufacturer narrative:
### A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: unk / serial: unk UDI #: asku d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a051203 h6: FDA method code(s): b12 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding event details and controller serial number, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that per log files review the damage is superficial and a repair was scheduled.

Manufacturer narrative:
A supplemental report is being submitted for an update to b5desc evt problem and device evaluation. Product event summary: the driveline cable associated with (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector, as well as visual evidence provided by the site, revealed a foreign substance/glue was observed on the driveline connector; no other damage was observed. The connector was cleaned on 27-jun-2022 to mitigate the reported conditions. Visual evidence provided by the site did not provide sufficient information regarding the reported driveline sheath damage event. Review of the controller log files revealed two (2) vad disconnect alarms on (B)(6) 2022 at 17:05:09 and at 17:11:07, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported drop event resulting in a driveline disconnection. Two subsequent motor start events were logged at 17:05:32 and at 17:11:15 respectively. As a result, the reported vad disconnect alarms event was confirmed; however, the reported driveline sheath damage, driveline connector damage, and poor mechanical connection events could not be confirmed. Based on the risk documentation and historical review of similar events, possible root causes of the reported driveline sheath damage event may be attributed to multiple factors including but not limited to normal wear over time and/or improper handling. The most likely root cause of the reported vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller due to a controller drop, as described in the event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a driveline sheath repair was performed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the investigational summary. Revised product event summary: the driveline cable associated with (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector, as well as visual evidence provided by the site, revealed a foreign substance/glue was observed on the driveline connector; no other damage was observed. The connector was cleaned on (B)(6) 2022 to mitigate the reported conditions. Of note, it was reported that a driveline sheath repair was performed on (B)(6) 2022 to mitigate the conditions reported; however, visual evidence provided by the site did not provide sufficient information regarding the reported driveline sheath damage event. Review of the controller log files revealed two (2) vad disconnect alarms on (B)(6) 2022 at 17:05:09 and at 17:11:07, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported drop event resulting in a driveline disconnection. Two subsequent motor start events were logged at 17:05:32 and at 17:11:15 respectively. As a result, the reported vad disconnect alarms event was confirmed; however, the reported driveline sheath damage, driveline connector damage, and poor mechanical connection events could not be confirmed. Based on the risk documentation and historical review of similar events, possible root causes of the reported driveline sheath damage event may be attributed to multiple factors including but not limited to normal wear over time and/or improper handling. The most likely root cause of the reported vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller due to a controller drop event, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received in b1 adverse event or product problem, b2 outcome attributed to adverse event, b5 description of event problem, h1 type of reportable event, h6 codes, and h10 system reported device - imf codes. Additional products: d4: serial or lot#: unknown - controller h6: imf code(s): f08, f2303. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient had two accidental disconnects. The patient was admitted and given milrinone, and mechanical support was available on standby. The tape that the patient had applied was removed and the driveline connector was cleaned externally. A controller exchange was performed and the driveline connector was inspected during the exchange. No damage was observed on the driveline connector.

Manufacturer narrative:
A supplemental report is being submitted for a correction to: h10: additional product <(>&<)> coding was added additional products: d1: controller d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for additional event details regarding the controller serial number and related device information. Additional products: d4: expiration date: 30-nov-2020 / serial #: (B)(6) UDI #: (B)(4) h4: mfg date: 18-nov-2019 h6: FDA method code(s): b21 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.